Manufacturer narrative:
The device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation a definitive root cause cannot be identified. However, it is most likely that the adhesive bond of the objective lens peeled off contributed to the reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited the adhesive bond of the objective lens had peeled off. There were no reports of patient involvement.